Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead had a confirmed fracture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient falls frequently and had a recent fall, rolling down a hill. The right ventricular (rv) lead was found to have high thresholds with no capture, high out of range impedance, and oversensing of noise with non-sustained ventricular tachycardia (ns-vt) and non-physiologic sensing seen on electrocardiogram. The lead was programmed off and will be replaced once the patient recovers from the fall. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was capped and a new lead was implanted.